Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were some atrial tachycardia (at)/ atrial fibrillation (af) episodes that showed strange atrial activity. There was possible oversensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.